Manufacturer narrative:
(Other, solution spill) - capital equipment, evaluated at customer site. The fse found system not in use. The fse troubleshot and found tank assembly cracked at the front of tank. Customer declined repairs at this time. Results - tank. Conclusion: customer declined repairs at this time.

Event description:
The customer reported that the unit was leaking cidex opa. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.